Event description:
After removal of umbilical arterial line, unable to control bleeding. Tried to suture umbilical artery while controlling bleeding by manual pressure. While suturing, needle fell off the suture and into the abdominal cavity through umbilicus and unable to retrieve. A dr was called and retrieved needle intact.